Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 4 MFR. Reference report#: 1627487-2019-03778, 1627487-2019-03838, 1627487-2019-03839. It was reported that the patient was not receiving adequate therapy. As a result, the patient's scs system was explanted and replaced, and therapy was restored post-op.

Manufacturer narrative:
Date of explant was inadvertently omitted in initial report.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2019-03778.